Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but she did fall asleep with the device attached. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 113 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. Insulin pump had a minor scratch on lcd window, cracked battery tube threads and cracked reservoir tube lip.